Event description:
It was reported that during a laparoscopic lobectomy procedure, on second firing of the device, there were no staples deployed. Used hand suturing to complete the procedure. There was no reported pt consequence.